Event description:
During service of the unit a stop cycle with all led's and constant single tone alarm and motor stall with low pressure alarm was found. Replaced logic board as a precaution due to repeated failure mode and integrated circuit u10 on the motor board to correct the failure mode.